Manufacturer narrative:
Device 16 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that 10 wafers from each of the 2 market units for a total of 20 wafers had stoma opening off-centered. She had used 1 out of 10 from 1 market unit and experienced a decreased wear time of less than 2 days. Reportedly, her average wear time was 2 days. She did not use any other wafers from the second market unit. There was no harm reported by the end user. No photo is available at this time.

Manufacturer narrative:
Batch record review: lot 7c02570 was manufactured on 24/mar/2017, in convex 2 piece (pc) line (wct), with a total of (B)(4) market units. Compliance engineer performed a batch record review on 16/apr/2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, (B)(4). Batch record review supports that no issues were found related to the reported defect. Photograph, video and/or physical sample evaluation: no photograph, sample or video was received for evaluation. Conclusion summary of the related event: the purpose of this investigations was to determine the root cause associated investigation wafer disc decentralization, complaint malfunction skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur, for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: 1. Method opportunity: due to the fact that the occurrence of this failure mode was not constant, it had peaks of occurrence during the process, it was observed that the actual testing method (random hourly sampling) may not captured effectively the defects prior to packaging, so it was suggested the implementation of a continuous testing method to anticipate to all of the peaks. 2. Manpower opportunity: a certification of the operators who had direct influence due to the ¿flange/wafer loading¿ process in the operation they were executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. 3. Machine: it was considered that due to the observations registered, machinery was the root cause of this incident. It was concluded that all the machinery/ tooling items complied when compared against drawing procedure instruction (pi)21-139 specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below were the observations: misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. The automatic convex 2 pc in the 29 building was also evaluated for decentralization issues, but due to the fact that the design and functioning of this machine was different, the root cause identified for this investigation did not apply to the automatic convex 2 pc building 29. The differences relied on a different mechanism, instead of a manual loading station the automatic convex 2 pc had a pick n¿ place mechanism to handle the raw material through the production. There were no manual loading tooling in this machine, so the failure mode conditions needed to replicate it couldn¿t be met. A CAPA plans were created for the root causes identified. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.